Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection of the returned device noted loose particulate matter inside the membrane tube assembly. The cause or origin of the particle is undetermined. A CAPA has been initiated to further investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia 150 ml bag had a particle under its blue port protector tab (component that is pulled off before use). The particle was described as a black speck, approximately .25 inches long, which appeared to be a thread. This was noticed when the empty bag was removed from its overpouch and before the bag was filled. The reporter stated that there was no damage to the overpouch nor to the box. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.